Event description:
It was reported that a shaft break occurred the 75% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). A 32 x 2.50 promus premier¿ stent was selected to treat the lesion. It was noticed that the shaft separated. The procedure was completed with a 2.5x3 non bsc device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 460mm distal from the strain relief. There was no evidence of stretching or tensile strain to the hypotube portion of the catheter. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. Based on the examination of the entire catheter shaft; regarding the type of break and the design tensile specification, the hypotube may have broke due to the application of excessive force (bending force) which may have initially kinked the device and then resulted in the hypotube breaking. The hypotube shaft did not break in tension. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). A 32 x 2.50 promus premier¿ stent was selected to treat the lesion. It was noticed that the shaft separated. The procedure was completed with a 2.5x3 non bsc device. No patient complications were reported and the patients status was good.